Event description:
The customer stated a cell-dyn 1800 analyzer generated falsely decreased hemoglobin values of 7.5 g/dl and 6.7 g/dl for one patient sample. The patient was redrawn and the sample was sent to a reference lab where a hemoglobin value of 10.3 g/dl was obtained. The patient was scheduled for a transfusion on (B)(6) 2009, but did not receive the transfusion based on the hemoglobin result from the reference laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Other: investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. After this incident the customer performed a supplemental aperture plate cleaning and ran a precision run which was within specifications. The customer was educated to verify background counts were acceptable before any samples are run when the cell-dyn 1800 has been idle for 15 minutes or more. Tracking and trending did not indicate any adverse trend for the cell-dyn 1800 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant wbc results.